Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for oxygen low flow and testing for significant events in the error log for a "service required" code. The service technician determined adjustment of grey removable foam is necessary. The foam was adjusted correctly. The device's inlet air path, air path foam, flow path and internal battery were replaced to address the issues. The device passed all testing. The device not needed for inventory. The unit will be scrapped.

Manufacturer narrative:
On previously submitted report, additional narrative was missing. Additional narrative will be as follows: the reported failure of test steps for oxygen low flow and testing for significant events in the error log for a "service required" code is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of a "service required" code is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.